Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in needle was not able to disengage, when removal was attempted. There was no report of patient impact. The following information was provided by the initial reporter: the needle core can not be withdrawn, and the resistance is very high, the guide wire is very pulled

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.¿

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the 4 photos and 1 video submitted for evaluation. The reported issue of needle disengagement difficult was confirmed upon inspection of the photos and video. Evaluation of the video provided showed that the needle is not being removed correctly. Pressure is supposed to be applied to the middle of each wing when attempting to remove the needle. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in needle was not able to disengage, when removal was attempted. There was no report of patient impact. The following information was provided by the initial reporter: the needle core can not be withdrawn, and the resistance is very high, the guide wire is very pulled.